Event description:
In 2008, the pt's husband reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The husband stated that the pt pulled the cartridge from the infusion device. The caller was instructed how to remove the plunger from the piston rod and to dry the insulin from the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance for a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.